Event description:
The customer reported there was a white saturated image and electronic failure. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the camera and ordered boards. The system operates as intended.